Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during sleeve gastrectomy, the stapler with reload was unable to fire. The surgeon was able to press the green button but unable to squeeze the handle. The jaws were closed on tissue and was not possible to initiate the firing with two reloads. To complete the procedure, reload was changed. There was no tissue damage or loss. There was no patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload were pre-fired and engaged in interlock. Functionally the reload were loaded into a post market vigilance instrument, the interlocks were overridden, and the reload were applied to test media with proper staple placement and media transection. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.